Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2b: additional device product codes: ktt. H3, h4, h6: part number: 04.038.200s, lot number: h121196, part manufacture date: 23-jun-2016, manufacturing location: elmira, part expiration date: 01-jun-2026, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated screw 100mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the tfna scr perf l100 tan (p/n: 04.038.200s, lot #: h121196) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the device was received assembled with extract-instr f/tfna helic blade+scr (p/n: 03.037.030). No other issues were observed with the returned device. Functional test: during functional test, an attempt to disassemble the helical blade from the tfna scr per l100 failed as both the devices were jammed. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed ti tfna fenestrated screw. Complaint confirmed? Yes, the device received was jammed. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the tfna scr perf l100 tan (p/n: 04.038.200s, lot #: h121196). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown, UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the unknown tfna helical blade jammed onto the helical blade/screw extractor. The issue was found during loan kit inspection. There is no further information available. Concomitant devices reported: unknown extractor blade (part# unknown, lot# unknown, quantity 1). This report is for one (1) unk - nail head elements: tfna helical blade. This is report 1 of 2 for (B)(4).